Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: email.

Event description:
Reported discrepant sars results for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the sample tested positive once, and negative once. The customer did not mention any confirmatory testing methods.